Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, upon fluoroscopic inspection of the valve load, a crown node overlap involving the fourth node was observed. Subsequently, a pre-implant balloon aortic valvuloplasty was performed due to calcification and the valve and delivery catheter system (dcs) were inserted into the patient. The valve was deployed; however, the initial deployment depth of the valve was too high. The valve was recaptured. Upon a second attempt at deployment, the valve dislodged supra-annular from the target depth of 3 mm. Additionally, an infold was observed in the valve frame. The valve was recaptured again and withdrawn from the patient. A new valve was loaded into a new dcs and implanted in the patient. The event resulted in a 15-minute procedural delay. No adverse patient effects were reported. Additional information was received that the valve was deployed over a non-medtronic guidewire. Prior to the valve dislodgement, the implant depth was 3 mm on both the left coronary cusp and the non-coronary cusp. Following the dislodgement, the valve was in the ascending aorta.

Manufacturer narrative:
Updated d.4 and h.4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, upon fluoroscopic inspection of the valve load, a crown node overlap involving the fourth node was observed. Subsequently, a pre-implant balloon aortic valvuloplasty was performed due to calcification and the valve and delivery catheter system (dcs) were inserted into the patient. The valve was deployed; however, the initial deployment depth of the valve was too high. The valve was recaptured. Upon a second attempt at deployment, the valve dislodged supra-annular from the target depth of 3 mm. Additionally, an infold was observed in the valve frame. The valve was recaptured again and withdrawn from the patient. A new valve was loaded into a new dcs and implanted in the patient. The event resulted in a 15-minute procedural delay. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (j231876); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.